Event description:
Boston scientific received information that this right atrial lead displayed high, out of range pacing impedances. Noise was observed which was oversensed and lead to inappropriate atrial tachycardia responses. A lead fracture was suspected. A lead revision procedure was performed. The lead was cut and capped. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.